Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient an appropriate treatment which resulted in post shock asystole. The device was started up at 09:56:32 on (B)(6) 2022. At 13:16:56, an arrhythmia was detected. ECG shows af @ 120 bpm degrading to vf. At 13:17:34, the patient received the appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was asystole for 15 seconds transitioning to severe bradycardia @ 10 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 23:44:22 on (B)(6) 2022.